Event description:
On october 13, 2006, the lay-user/patient contacted lifescan alleging that he could not test with his one touch basic meter, because it was missing the battery cover. The medical affairs specialist (mas) spoke to the patient on october 19, 2006, to obtain/verify information. The patient has had the reported meter for about 6-7 months. About a month ago, the patient lost the battery cover of the meter. The patient believes that possibly water or fluid got into the battery compartment and now the meter will not work. He also mentioned that the meter's test strip holder was broken and missing. Although the patient could not test with the one touch basic meter, he was able to use a backup meter from home. The patient could not recall any readings that were taken on the backup meter. The patient stated that "around the time" the reported meter issue started, he developed "high" symptoms such as nausea and vomiting. In 2006, the patient went to a hospital because of the symptoms. He was hospitalized for a few days and given "IV's" and "glucose." The patient only remembered getting "high" readings in the hospital. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient was unable to test with the reported meter, developed symptoms around the time the alleged issue occurred, and received medical treatment.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.